Event description:
Pt's husband realized cassette was leaking during his wife's treatment. There is no info of any ill effect. No sample.

Manufacturer narrative:
Device history record review: one complaint received on this lot. Sample analysis: no sample available for eval. Conclusion: no further investigation required per complaint investigation procedures. Event data to be trended per quality data analysis procedure. No CAPA required; does not meet escalation criteria at this time, will monitor through trending programs and escalate as required by complaint management and CAPA process.